Event description:
Information was received from a company representative(rep). It was reported that the implantable neurostimulator (ins) was on out of box when he first interrogated it. Rep stated he did not turn stim on. There was no patient associated with the event.